Manufacturer narrative:
Additional information related to this event was received from the customer. It was confirmed that the clips fell off of the clip applier instrument and into the patient's anatomy when attempting to close the jaws. The clips were retrieved during the same procedure. Fields b1 and h1 have been updated to indicate the current reportable event information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The hem-o-lok clip applier instrument was analyzed and the complaint regarding the clipping issue was not confirmed by failure analysis. A visual inspection did not reveal any damage. The hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Based on the claim against the product noting the large hem-o-lok clip applier instrument was not clipping, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive instrument to perform failure analysis and the investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that the large hem-o-lok clip applier instrument was not clipping. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.